Event description:
Stopcock cracked on uac, patient lost 15-20 ml of blood. Monitor alarmed and baby checked, leak found. Nurse blocked stopcock to prevent more leaking - stopcock changed. Baby given transfusion of prbc's.